Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. The patient was treated with ancef (1200 mg, intraperitoneally, once a day, duration not reported) for peritonitis. Two months prior to the receipt of this report, on an unreported date, the patient stopped the antibiotic. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. Additional information was requested but was not available at this time.